Event description:
It was reported that the patient had suspected pump thrombosis and was taken in for pump exchange.

Manufacturer narrative:
Related MFR 2916596-2023-00070. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a red, ring-like thrombi surrounding the exterior of the inlet bearing cup and the rotor bearing ball. The thrombi appeared to have developed as one formation that separated during the disassembly of the pump. Although a specific cause for the development of the thrombus could not be conclusively determined through this evaluation, the thrombus showed evidence of laminated layering, indicating that it formed in the inlet stator over an undetermined amount of time during patient support. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Incidental finding: silicone residue, from the silicone potting around the motor capsule terminals, was adhered to the interior of the outlet housing. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) of 421 international units/ liter (iu/l) on (B)(6) 2022 with noted complaints of dizziness and drops in flow and pulsatility index (pi) with standing. The patient's international normalized ratio (inr) within the 2.5 to 3.5 range over the past 6 months. The patient had an ldh level of 565 iu/l on (B)(6) 2022. The patient complained of dyspnea since getting covid 3 weeks prior. The patient was admitted on (B)(6) 2022 with elevated ldh of 568 iu/l. Heparin was started. Pump flow and powers on admission were noted to be around 7. The patient's ldh level continued to increase on (B)(6) 2022, and hematuria was noted. The patient received an urgent heartmate ii to heartmate 3 exchange on (B)(6) 2022. It was noted that thrombosis was found in the removed heartmate ii.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The thrombus formation found in the device could have contributed to the reported elevated lactate dehydrogenase (ldh). No further information was provided. The manufacturer is closing the file on this event.